Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an adjustable valve. It was reported that on (B)(6) 2024, the patient suffered from traumatic cerebral hemorrhage and hydrocephalus and underwent ventriculoperitioneal shunt surgery. During the operation, the ventricul ar end catheter and valve were implanted to drain cerebrospinal fluid, however, the valve was found to be leaking. After the valve was removed for testing, it was injected with saline, and it was also leaking. A new valve was used to complete the operation successfully. There was a procedure delay of 30 minutes. The patient's status at the time of the report was alive-with injury due to the traumatic cerebral hemorrhage and hydrocephalus.